Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to calcification in the anatomy.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, 90% stenosed right coronary artery. The 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced; however, failed to cross the lesion and resistance was felt during retraction of the sds from the anatomy. Another new 3.0 x 23 mm xience xpedition sds was advanced and implanted successfully treating the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.